Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The session report indicated that the dose was 4000cmg/ml at 1149.2mcg/day. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that the presented with vomiting and lethargy to ER (emergency room). Potentially a partial pocket fill was being considered because the patient had a refill the day before. No respiratory or more serious symptoms were reported. Per the reporter a pocket fill was potentially the cause of the symptoms and further investigation was needed. Diagnostics included telemetry was performed. No abnormalities in pump function were detected. The patient¿s daily dose had not recently changed. No interventions have been taken. It was recommended that the patient be monitored and treated for their symptoms. When the patient was well enough to return to their managing physician, then he should check the expected vs. Actual reservoir volumes to determine whether or not there was a partial pocket fill. No surgical intervention occurred or was planned. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. Additional information received reported that the results of the expected vs the actual volume of the pump were per the healthcare provider after attempting to withdraw residual volume 2.4ml unable to withdraw but 1.1-0.2 ml. The healthcare provider proceeded to fill the pump with 5ml and withdraw, then 10ml and withdraw and then 15ml with same result. Then after being sure in the reservoir, filled with 40ml¿s. The patient¿s vomiting and lethargy have resolved. The patient was taken to the nearby emergency room, admitted for observation and the lethargy resolved within 24 hours. The patient was then transferred to another hospital where the reservoir volume reported at 10ml of out with 40ml infused 2 days prior so approximately 30ml were out by report from the personal care attendant. At the second hospital the pump was accessed and 10ml of fluid left and put back in. The patient was told there was nothing wrong with the pump and advised the patient to come in to the managing healthcare provider¿s office within the next 14-28 days for a pump refill. The physician stated that his ¿logical analysis¿ was that if was 40ml injected into the pump and the above happened how could there be a pocket fill of 30ml and a reservoir fill of 10ml concurrently.